Event description:
The customer reported that during a propofol infusion, they identified an uncontrolled flow. The report suggests that the patient suffered a respiratory arrest and was resuscitated. Received additional information from the hospital technical service team. They have conducted testing on the device and could not identify a malfunction. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results upon completion of the device analysis.